Event description:
It was reported by the patient's husband that the patient died. He stated "paramedics said her heart stopped and the pacemaker is dead too." He also stated "definetly the pacemakeer stopped working." Follow up with the hcp reported the patient had a history of congestive heart failure and one episode of vt/vf. She had last been seen in the clinic in 2008. The hcp reported the patient had not been very compliant with pacemaker checks. She had a pacemaker check in 2007 and in 2008, at which time everything checked out as normal. The battery voltage was 2.78v with an estimated longevity of 6.5 years and the patient was to be checked again in 6 months. The patient's husband stated they had sent a carelink transmission, but the clinic said they never received it. The patient's husband reported the patient has been "frozen" for autopsy purposes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested but has not been received. It is not known if the device was explanted post-mortem.